Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650 / expiration date: 2018-05-31 UDI #:(B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-05-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching. It was unknown whether it was due to a controller or battery issue. It was also noted that a power disconnect alarm would occur without any disconnection. The patient heard beeping and described unusual behavior with the battery capacity on the controller. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The battery is expected to be exchanged in the future.

Manufacturer narrative:
The controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an investigation conducted under an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections and communication error between battery and controller. A momentary disconnection will result in an audible tone when the battery reconnects. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and/or communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery, bat554620. Device available for evaluation?: no. Device evaluated by MFR? Yes.